Event description:
During a transfemoral tavr procedure, post valve deployment, it was noted via tee that there was 2 to 3+ paravalvular leak (pvl). An additional 1.5 cc's were added to the delivery system for post dilation but during inflation, the balloon on the delivery system ruptured. The device was removed without incident. The pvl had not improved and it was now noted that the valve rested almost entirely in the sinus of valsalva. The decision was made to place a second valve more ventricular to both secure the first valve and to improve the pvl (reference manufacturer report number 2015691-2015-00565). The second valve was deployed 50:50 in the native annulus but upon deployment the balloon on the delivery system also ruptured. Tee assessment of the valve demonstrated the pvl was 1 to 2+. The device was removed without incident and the procedure was completed without further complications. There was severe calcification in both the native annulus and the lvot.

Manufacturer narrative:
This report represents the first delivery system used in the procedure. The device was discarded at facility and is unavailable for evaluation. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, it is likely that the severe calcification of the native annulus and left ventricular outflow tract caused both delivery system balloons to burst during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.